Event description:
It was reported by the plaintiff's attorney that in 2008 the plaintiff was implanted with an unk "vaginal mesh" device. It was also reported that the plaintiff "had a second surgery" in 2010. It was alleged that the plaintiff "sustained serious injury.

Manufacturer narrative:
The device implanted in this pt was not specified. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.